Event description:
Our distributor in (B)(4) received a report that a vns pt had their device explanted for an infection. Good faith attempts are underway for further details about the reported event.